Event description:
Reference MFR report: 1627487-2013-13793, 1627487-2013-13795, and 1627487-2013-13796. The pt has two extensions from the same lot number. It was reported, the pt was implanted for testicular pain on (B)(6) 2013. The pt reported leg pain postoperative and was hospitalized for several days. Follow-up identified the pt had developed a dvt (deep vein thrombosis) in his leg and also complained of chronic body pain. Additional follow-up identified the patient was released from the hospital. No further information is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.